Event description:
This customer reported a persistent failure of the op-check and a message to replace therapy cable and/or test load. There was no pt involvement.

Manufacturer narrative:
(B)(4): this customer reported a persistent failure of the op-check and a message to replace therapy cable and/or test load. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.